Event description:
Philips received a report indicating that during a t8 percutaneous vertebroplasty (pvp) procedure for a thoracic compression fracture, upward c-arm movements were unavailable. The procedure was completed adjusting the operating table¿s height. The patient was described as an older adult with a history of chronic pneumonia. The report noted that prolonged prone positioning during the procedure led to restricted respiration and worsening pneumonia, including increased coughing and sputum production after the procedure, which required antibiotic treatment. No further information regarding the alleged harm has been provided to date. An investigation into this complaint has been initiated by philips.